Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient was lethargic so the spouse gave him orange juice to drink and a peanut butter and jelly sandwich. The patient lost consciousness so the spouse called emergency medical services (ems). Upon paramedic arrival the bg finger stick value was 28 mg/dl and the cgm value was 82 mg/dl. He was treated with ¿glucose in his veins¿ and the bg level increased to 150 mg/dl. After treatment he recovered and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.